Manufacturer narrative:
Cause of grinding and overheating is a corroded motor/gearbox. The gearbox was removed from motor and motor tested good. The gearbox was found to be grinding and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the poweremax elite mdu hand control overheated. A backup device was utilized to complete the procedure. No patient injury or complications were reported.